Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be connected to the clinical complaint. The ventricular lead proved to be conforming to specifications and free of defects. The enclosed iegms were analyzed and showed small interference signals in the atrium and in the ff channel, but without incorrect detection. The visibility of these signals (ventricular signal and background noise) as well as the pixelization are a result of the very high setting of the amplitude of the iegm. There were no indication of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that interference signals were noted in the atrium and ff channel. No deterioration of the patient's state of health was reported. The device is currently undergoing analysis.